Manufacturer narrative:
The subject patient return pad is not available to evaluate as it has been discarded by the user facility. Without the subject pad available to evaluate, no determination of cause can be made. Failure to achieve good skin contact by the entire adhesive surface may result in an electrosurgical burn or poor electrosurgical performance.

Event description:
During an electrosurgical procedure, a patient received 2nd and 3rd degree burns - 3 circles on the left leg.